Event description:
It was reported that the patient was experiencing pain at the back and discomfort with the ipg. It was also stated that the patient had inadequate pain relief despite multiple reprogramming attempts. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted products were disposed by the hospital due to policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last month. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7111140/7111151.